Event description:
When the physician tried to inflate the first stent at the lesion, he was unable to do so. He noticed contrast leaking from the hub. Tried the 2nd unit and the same thing happened. There was no damage on the product's packaging. There was no anomaly noticed on the products prior to use. An inflation device was used, but the brand name is unk. The contrast: saline ratio was 50:50. The procedure was completed with a xience v stent, which was deployed successfully across the lesion.

Manufacturer narrative:
The product, cypher select plus, is not distributed in the united states; however, it is similar to the cypher sirolimus-eluting coronary stent distributed in the united states. The product is to be returned for eval, but has not yet been returned. This is one of two products used in the same pt and reported under MFR report number 9616099-2009-00939. Add'l info will be submitted within 30 days from receipt.